Manufacturer narrative:
Block b3: approximated based on the date of publication. Block d4, h4: the suspect device upn and lot number was not reported; therefore, the manufacture and expiration dates are unknown. Block g3: literature source. Journal article: s. W. Park , t. J. Song, j. S. Park, j. H. Jun "effect of prophylactic endoscopic clipping for prevention of delayed bleeding after endoscopic papillectomy for ampullary neoplasm: a multicenter randomized trial" endoscopy 2022; 54: 787-794, doi 10.1055/a-1737-3843, issn 0013-726x. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage major. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
Boston scientific corporation became aware of the following event through the article "effect of prophylactic endoscopic clipping for prevention of delayed bleeding after endoscopic papillectomy for ampullary neoplasm: a multicenter randomized trial" written by se woo park, et al. According to the literature, this study evaluated the efficacy of newly designed clips to prevent bleeding after endoscopic papillectomy. 80 patients with suspected benign adenomas on the major papilla who were scheduled for endoscopic papillectomy with or without clipping were randomized. A captivator snare was used in the procedures. It was reported that there were 18 patients with delayed bleeding at least four hours after the endoscopic papillectomy requiring intervention. Note: no further information has been obtained despite good faith efforts.